Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer. After troubleshooting, it was determined that a pump replacement was necessary, and the customer continued to use the current pump for insulin therapy.